Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary patient in the edbd area was showing a preadmitted status, although the patient was actually admitted. As a result, nurses were unable to withdraw medications from the machine. To administer medications, nurses used a temporary profile, which posed a risk of inaccurate documentation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient had been incorrectly displayed as preadmitted despite being admitted. A technical support specialist (tss) investigated an issue where a patient in the ed boarders' unit was stuck in a preadmitted status, preventing users from locating the patient profile in pyxis. As a workaround, user created a temporary profile to dispense medications. Cerner resent the admit message; however, it was later confirmed that the patient had already been discharged. Based on this confirmation, the customer requested closure of the ticket. The system functioned as intended after technical support specialist investigated the device.